Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room at night with a low heart rate. The pulse generator was interrogated and exhibited elective replacement indication (eri) but did not have any ventricular pacing support. The device was checked again the following morning. It was noted that the right ventricular lead exhibited high pacing threshold, high impedance, and complete loss of capture. On (B)(6) 2019, the lead was capped and replaced along with the pulse generator device. It was noted during the procedure that the lead was significantly pulled back and was suspected to be the cause of the loss of capture and increase in impedance. The patient tolerated the procedure well and no further complications were reported.